Event description:
Customer reported an issue with the accutorr v monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and repaired connector on spo2 board. The unit was calibrated and safety tested to factory specifications.